Manufacturer narrative:
Insulin pump received with no button response due to unlocked component/lcd keypad connector. Unable to perform the displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the buttons were not responsive. Customer's blood glucose was 270 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.